Event description:
Device #1 malfunction: needle-to-cuff-miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a needle to cuff miss occurred when the needle plunger was removed, a needle was not captured by a cuff. The device was removed over a guide wire and a second proglide was attempted with the same results. The second device was removed over a guide wire and a third proglide was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). Device #1: part #12673-03, lot#84018-6h indicated is being filed under medwatch MFR number. The device was received. Investigation is not complete.